Manufacturer narrative:
The pump was received with a frozen screen on time and version display and a constant tone due to moisture damage on the electronic assembly. Unable to confirm the keypad anomaly due to a frozen screen. The pump was also received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error and audio beep anomaly on the insulin pump. The customer's blood glucose was unknown. The customer stated that she had multiple pump reset alarms due to constant tone on her pump. The customer was advised to insert new (B)(6) battery. The customer stated that the tone returned and the buttons did not restore normal pump function. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.